Event description:
Continuous renal replacement therapy (crrt) alarm air in set, while I was at the bedside. No air noted. Crrt restarted. Filter pressures and access pressure alarms continued. Access pressure noted to be positive and return pressure noted to be negative. Blood, effluent and dialysate pumps still running, and it appeared that there was no blood flowing through set. Crrt stopped and disconnected. Hemodialysis catheter flushed easily and line then packed with heparin per protocol. The facility's dialysis notified and crrt machine switched out for a new one. The old one was labeled defective. The facility's dialysis said they would send a technician to check the machine. Crrt then resumed per protocol with a new set and a new dialysis machine without further problems.